Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Blood was noted in the balloon and the iab was removed. No second iab was inserted. On 2/18/98, the following info was reported to datascope: the "blood detected" alarm sounded from the sys 97 pump. The following was reported to datascope on 3/30/98: the "blood in catheter alarm sounded" from the pump. The ICU staff went through the help screen but no blood was seen in the catheter tubing. The ICU staff continued to pump successfully getting through the help screen. The next day the iab was removed from the pt. The balloon was full of blood. Difficulty was encountered removing the iab from the pt. In addition, there was a hematoma formation at the groin. The pt was recovering from CABG. [Event complications]: none-rpt'd 2/11/98; hematoma formation-rpt'd 3/30/98. [Pt's current status]: recovering from CABG.